Manufacturer narrative:
A product investigation is in progress.

Event description:
Consumer contacted via e-mail and stated that when she unwrapped the tampon from the paper sleeve, the secure thread of the leakguard braid was un-braided and loose. No injury was reported.

Manufacturer narrative:
05-nov-2020 product investigation results: no failure could be identified as a result of the investigation.

Event description:
Consumer contacted via e-mail and stated that when she unwrapped the tampon from the paper sleeve, the secure thread of the leakguard braid was un-braided and loose. No injury was reported.